Event description:
It was reported that the patient was experiencing left foot pain, discomfort and weakness. It was noted that when the patient ambulates to the bathroom, the left foot and leg was swelling and became discolored. The physician noted form the MRI before implant that the patient had a bulging disc at t9 and believes that this was the cause for the symptoms. The patient was admitted and underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.additional suspect medical device components involved in the event:product family: scs-linear leads.upn: m365sc2218500.model: sc-2218-50.serial: (B)(6).batch: 7133136/7133227.